Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a hypoglycemic event occurred. The patient¿s physician reported that based upon data in the clarity application, the patient experienced a severe low blood glucose that was not picked up and was hospitalized. No other details were documented. No data or product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(4) 2019. The patient¿s physician reported that based on data in the clarity application, the patient had a loss of connection. This resulted in a severe low glucose event with no alert, which required hospitalization. No treatment details were provided. The patient later reported that the device was dropping signal for 2 or 3 hours and he ended up ¿going into a little bit of a coma.¿ he had seen a reading, then he laid down, and the next thing he knew he woke up in the hospital. He stated this was because the device was not registering readings, so it was unable to give him alarms. He stated that the signal loss lasted from around 2:00 pm until around 5:30-6:00 pm, but also stated that he did not know if it lost signal or not because he was out. No further patient or event information is available.